Event description:
The plastic sheeve inside the seat post broke and caused the pt to fall backwards. A few days later pt complained of headaches but refused to go to the hosp despite being urged by nurses. Pt was in a home. The headaches became more frequent and pt was put on medication. Pt passed on 24 days later. Causes of death were chf and copd.